Event description:
The lay user/pt contacted lfs alleging inaccurate high readings on the one touch ultralink meter. A medical surveillance specialist (mss) sent was unsuccessful in getting a hold of the pt and sent a letter for the pt to contact mss to obtain further clinical info. The pt mentioned that she obtained a result of 177 mg/dl in 2009 at 7:19 pm. The pt did not exhibit any symptoms at the time of testing and did not treat herself after obtaining the 177 mg/dl result. Approximately 30 minutes later, the pt reportedly developed "hypoglycemic symptoms"; however, details of the symptoms were not provided. The pt did not treat herself based on her symptoms or seek any medical attention. There is no info on how long the pt's symptoms lasted. It would have been helpful to know the pt's diabetes regimen, readings prior to the event and what is considered a normal reading for the pt. The pt's meter was replaced. The complaint is being reported, since the pt alleged inaccurate high readings and 30 minutes later developed "hypoglycemic symptoms."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.